Event description:
Boston scientific received information that during a device interrogation review of the daily measurements revealed that the right ventricular (rv) lead exhibited a couple high out of range shock impedance measurements. Defibrillation threshold (dft) testing was completed and the shock impedance was in the normal range of 40 to 50 ohms. Boston scientific technical services (ts) was consulted and suggested testing the lead in all three vectors. The field representative stated that with arm movements and different shock vectors, they were unable to replicate the high out of range shock impedance measurement and during testing all shock impedance measurements were normal. It was noted that when programmed rv coil to can, there was noise on the shock electrogram (egm). Ts discussed with the field representative that programming of shock configuration would not affect the shock egm picture since it is always going to be rv coil to can and this is non-programmable. The device was left programmed in a triad shocking vector. Through testing there was one high out of range shock impedance measurement seen during the clinic visit, subsequently the physician opted to perform a revision procedure. The following day the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.